Manufacturer narrative:
The recharger with model number 97755 and serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen and low reading should be higher than 30 reads 23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having a hard time recharging their implant. Patient stated they had to mess with the recharger to get the screen to come up and sometimes it would come on and other times it wouldn't. Patient noted they finally got the implant recharged once last month but then yesterday they tried to recharge again and it would not work. Patient also stated the recharger cord was getting really hot. When asked for event date patient mentioned that it started probably a month ago. A request was sent to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.